Event description:
It was reported the patient could not get the device to ¿work right.¿ it was stated that the implantable neurostimulator (ins) was ¿not working.¿ the patient could not control their urine. It was noted that the patient¿s symptoms came back a ¿couple of months ago¿ and the patient was ¿too busy to figure out how to rectify the problem.¿ it was determined that the ins had got turned off ¿somehow.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v837590, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was reported that the patient did not have any "control anymore." It was also reported that the patient tried using the device but could not seem to get "it to turn on right".